Manufacturer narrative:
Block b3: exact date unknown, event occurred last 3 weeks per appointment date (B)(6) 2026 became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70 serial number: (B)(6). Batch/lot number: 5002468 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 37085914 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.